Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that her blood glucose rose to 277mg/dl. When the pod was removed, it was noticed that the cannula was bent.